Event description:
After tubal ligation procedure, pt woke up with minor burns on the outside of their left side and small blisters on their arm. There was no complications or unnormal occurrence during the procedure, the could have led to pt burn, according to user facility contact. Pt was wrapped properly and had a grounding pad attached for protection. No other pt complications occurred.